Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited a high out of range shock impedance, greater than 200 ohms. Technical services (ts) recommended performing isometric and pocket manipulations while sampling impedance measurements. Also, ts recommended performing a chest x-ray to confirm lead insertion. Ts suspected a possible interference or connection issue. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.